Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 27-nov-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 26x2.5mm, eccentric, de novo target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The lesion contained more than 90 degrees bend. A 28 x 2.50mm promus premier drug-eluting stent was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube detachment. Promus premier ous mr 28 x 2.50mm stent delivery system (sds) was returned for analysis broken into 3 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 150 mm distal from the distal end of the strain relief and a second hypotube break 725 mm distal from the distal end of the strain relief. Multiple hypotube kinks were noted across the entire length of hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.